Manufacturer narrative:
Other, returned device was received in fair physical condition however, it was missing the nub on the dso sensor. No evidence of reported problem in event log was found. During the evaluation of the device, the dso missing nub was the cause of the issue. The downstream sensor is damaged and will be replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited pump won't run. There was no patient involvement in this event. No adverse effects were reported.